Event description:
During surgery, the vessel sealer stopped working. The alarm on the monitor said, "blade may be exposed".no harm to patient.======================manufacturer response for vessel sealer, endowrist one (per site reporter).======================the local rep at this facility picked up previous instruments reported (4). He reports " user error" despite different users. I have yet to receive any written evaluation from the manufacturer.what was the original intended procedure?gyn procedure.device #1is this a laboratory device or laboratory test?no.